Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No unexpected no delivery alarms/insulin flow blocked alarms noted during testing. Device received with same audio tone when switching from volume 5 to volume 1 due to broken trace at pin 6 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 501 mg/dl and treated with the insulin pump. Customer declined troubleshooting for high blood glucose. The devices will not be returned for analysis.